Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited a discrepancy between the hystogram and the episode detection record in the device. The pacing threshold was at 5.5.v. There are signals on the electrogram that are not regular and look to be correlated with myopotential noise or electromagnetic interference (emi). Since implant 8 months ago, the shock lead impedance measurement has risen from 70 ohms to 85 ohms. The pacing impedance has gone from 850 ohms to 1495 ohms. The pacing threshold is 5.5 v at 0,5 ms vs 1v at 0,5ms. The battery level is at beginning of life (bol) at 3.22v with a charge time of 14.6 seconds. It is reported that there was intermittent loss of capture.